Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-03339. The pt received an scs system on (B)(6) 2009. It was reported that the pt is feeling stimulation, but he feels discomfort at the connection of the lead and ipg after a lead repositioning that occurred a couple months ago. No further info is available at this time.